Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of an atypical power cable disconnect/low voltage alarm and a backup battery fault alarm were both confirmed via the provided log file. The log file captured several atypical power cable disconnect and low voltage advisory alarms throughout the data from 20jul2025 ¿ 21jul2025 while either wall power or batteries were in use. These alarms appeared to have been caused by the voltage within either power cable briefly fluctuating below the alarm thresholds, and a low voltage hazard alarm would occur when this fault condition occurred in both cables simultaneously. The alarms resolved within a few seconds when power was restored to the system. A backup battery fault alarm correlating to the battery being beyond its expiry date was also observed throughout the entirety of the data. The pump operated as intended throughout the data. The system controller (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that the backup battery was exchanged. Questions regarding further information for the event were asked multiple times and no responses were received. The root cause of the observed voltage changes within the log file, causing low voltage advisory/power cable disconnect alarms to occur, was unable to be conclusively determined through this analysis. The root cause of the observed backup battery fault alarm appeared to have been the backup battery being in use beyond its expiration date. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) (section 2 ¿system operations¿) instructs users that backup batteries will expire 36 months after their manufacture date. Users are encouraged to replace their backup battery before expiration, or if prompted by a battery fault alarm. The heartmate 3 IFU (section 3 ¿powering the system¿) instructs users on how to check the backup battery¿s expiration date. This document also instructs users to not use expired batteries, as expired batteries may lead to reduced operating time during a power-loss emergency. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including power cable disconnect and low voltage alarms. Users are instructed to connect their disconnected / faulty power cable to a working power source in the event of a power cable disconnect/low voltage advisory and backup battery fault alarm. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in clinic to evaluate left ventricular assist device (lvad) low voltage and power cable disconnect alarms they received intermediately. The first issue was the emergency backup battery (ebb) expired on both the primary and backup system controller. Also when the patient was on mobile power unit (mpu) power they were getting low voltage alarms infrequent as they are on wall power. The 20 foot patient to mpu cable was assessed and there was a small tear in the sheath exposing area in the cord and it appeared to be discolored green. The mpu was replaced. The patient also received a 15 min battery alert yellow diamond and the battery was showing 75% charge. The alert lasted for 2-3 seconds then resolved. The log files were reviewed and contained unusual voltage readings while the patient was utilizing both battery and mpu power. This data indicated that the system controller leads were worn. It was also noted that the system controller was older and running 1.5.0 software. The ebb faults seen in the log file were the result of the ebb reaching the end of it's service life. It was recommended that the system controller be exchanged if the patient could tolerate it.